Event description:
Surgeon was resecting a bladder tumor when the plastic tip of the gyrus sheath broke of inside the pt's bladder. He stopped using the instrument. The pieces were removed and device discarded.